Event description:
The consumer reported the tank handle of the humidifier separated from the tank while carrying causing the tank to fall on his toe. He suffered a non displaced fracture of his big toe. The operating instructions for this unit state to always carry the unit by both the top and bottom handle.